Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s reported via phone call that the customer experienced high blood glucose. The customer blood glucose level was 330 mg/dl and 230 mg/dl at the time of incident and current blood glucose level was 467 mg/dl. The customer stated that the blood around infusion set. The customer also stated that they had two cannulas bend, but no insulin flow blocked alarm. Customer declined troubleshooting for blood at site, bent cannula, high blood glucose. The device will not be returned for analysis.